Event description:
The tech alleged the side rail is not latching. No pt impact.

Manufacturer narrative:
The tech found the side rail latch was dirty. The tech cleaned and lubricated the side rail latching assembly.